Manufacturer narrative:
The revision procedure has been cancelled; no new information available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the revision procedure that had been re-scheduled for (B)(6) 2016 was subsequently cancelled. At this time, no new date for revision has been provided.

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of post-operative device breakage is unknown. This report is for an unknown 2.7mm locking screw. (B)(4). The original implant procedure was performed on an unknown date. The explant procedure is currently scheduled to be completed on (B)(6) 2016. It is unknown at this time if the device will be removed or revised. At this time, the device remains in the patient. Once removed, the device may become available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has been scheduled for a revision procedure due to the discovery of broken hardware. The patient was originally treated for a wrist fracture on an unknown date with the implantation of a wrist fusion plate and a 2.7mm locking screw. On an unknown post-operative date, the screw was found to be broken within the intact plate. As a result, a revision was scheduled for (B)(6) 2016. No additional information available at this time. This report is for an unknown 2.7mm locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision procedure scheduled for (B)(6) 2016 did not occur. It has been rescheduled for (B)(6) 2016. No additional information is available at this time.